Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller complained that after the hl-7 configuration in the patient management database application that the manufacturer was moving the local time zone was changing the device implant date to an earlier date. After turning on the additional outbound action list customization to convert to the local time, the caller reported that the implant dates displayed unwanted feature times from the previous day. The issue was escalated to the developer. It was found that the send date only would undone by converting; therefore, omitting the conversion and adding in not equal if clauses. The application remains in us. There was no patient involvement.